Manufacturer narrative:
(B)(4). Date sent: 1/22/2021. Three photos received. Upon visual inspection of three photos, the following was observed: the first and second photos show a device from jaws area with a gold reload loaded and the inner row can be seen damaged and some stales protruding. The third photo shows a device from top view on the hands of user and the device belongs to batch # u5c920. The four photo shows the user inside of operating room and in screen can be seen a device with tissue between the jaws. The four photo shows the user inside of operating room and in screen appears to be noted bleeding. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2020. D4: batch # u5c920. H6: component code = mechanical (g04). Device analysis: the analysis found that one ec60a device was returned with no apparent damage with an ecr60d reload loaded in the device. Additionally, the reload was received with the right side fully fired, two inner rows partially fired 1/3 from right side, left side partially fired 1/3. Also, the cartridge pan was noted partially dislodge from left side. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one piece sled has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device deliver any staples on tissue? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?no. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during the endoscopic pneumonectomy surgery, when severing pulmonary tissue on the 1st firing, after fired, noted some staples malformed with straight leg. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.